Event description:
It was reported that the piston on the pump was having difficulties pushing up on the cartridge when delivering insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.